Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On feb 08, 2023 the customer returned pump for an alleged e21, loose basal setting and high bg. Pump passed the displacement test, rewind, a21 test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit programed correct time date, inserted a water test reservoir, unit was programmed with a 2.0 u/h basal rate and monitored 2 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. Pump history download using thds was successful however, on feb 09, 2023 there is no alarm reports event date noted. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No unexpected a21 alarm anomalies noted. No unexpected lost basal noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer reported pump error alarm was immediately after a battery change. Customer reported they experienced high blood glucose of 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue pump troubleshooting for possible causes of high blood glucose.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the basal rate was not programmed in the device due to a user or device issue. Troubleshooting was performed, but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device, which will be returned for analysis.